Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that device entered backup bvvi mode. Device firm software download was unable to be performed due to intermittent loss of telemetry. Device had normal eri and therefore device replacement procedure was recommended to resolve the reset and telemetry issue. Device was explanted and a new device was implanted. Patient was stable post procedure.